Event description:
Battery pack is/was blinking green, indicating optimal npwt delivery however, no suction/compression was being offered by the device. Alarm system indicated it was "working fine" however, no pressure was being administered.

Manufacturer narrative:
[(B)(4)].